Manufacturer narrative:
Following investigation it was learned the second procedure was part of a staged repair, not a reintervention. As no product problem deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2016-00563 was submitted in error, and is hereby retracted.

Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the devices is currently in progress.

Event description:
On (B)(6) 2016 a patient underwent endovascular repair of a type b uncomplicated aortic dissection with a gore® excluder® aaa endoprosthesis featuring c3® delivery system and a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2016 the patient underwent a reintervention whereby an iliac extender component was implanted. The patient tolerated the procedure.